Event description:
Report received of cassette failure alarm. It was reported that the nurse primed the primary plumset with normal saline and inserted the cassette into the pump. When the pump was turned on, it alarmed "cassette failure". The nurse primed a second set from the same lot number with normal saline and packed red blood cells and started the blood transfusion. There was no reported adverse pt effect and no medical interventions were required. Though requested, no further info was available. It was reported that a similar event occurred prior to this one however, specific details were not available when requested.